Manufacturer narrative:
(B) (4)

Event description:
On initial contact, dentist reported handpiece overheating, getting hot and burned patient. Office was contacted on 06/03/2009, 06/06/2009, 06/09/2009 and 06/18/2009 to obtain additional information, but unable to obtain information and details regarding event.